Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) was observed during analysis. A partial lead with the distal tip measuring 57.2cm was returned for analysis. External insulation abrasion was noted at 32.0-32.3cm from the distal tip consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. (B)(6). (B)(4).